Event description:
A facility reported that a pt was hospitalized for developed anaphylactoid symptoms. An otologic endoscope that was disinfected with disopa solution was used on the pt during a procedure. Allergy tests have been performed, but are not yet available. The facility indicated the scope was rinsed for one minute under running water.